Manufacturer narrative:
The user had two sensors inserted into the same arm after an old sensor sn (B)(6) was interfering with system performance. The user was referred to their hcp to discuss next steps for sensor removal. No further investigation is required.

Event description:
On 28 october 2024, senseonics was made aware of an incident where the user had two sensors inserted into the same arm after an old sensor sn (B)(6) was interfering with system performance. The user was referred to their hcp to discuss next steps for sensor removal.